Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was rec'd on (B)(4) 2011, via fact sheets submitted by the pt and/or the pt's attorney. The pt reported receiving disability due to a disorder affecting sleep. The pt experienced transient hematological problems and temporary burning, pain, and loss of sensation due to her denture use. The pt also experienced extremely disfiguring skin pigmentation discoloration. In (B)(6) 2009, the pt was diagnosed with zinc poisoning and copper deficiency. The pt also experienced anemia, migraines, high cholesterol, stiffness, "loss of thought", leg cramps, gastric problems, weakness, excessive fatigue, joint and muscle pain, and hair loss as a result of denture cream use. The pt first rec'd upper and lower dentures in 2006/2007. The pt used super poligrip original and fixodent from 2007 until 2009 and super poligrip free from 2009 until the time of this report. The pt reported learning that poligrip original injured her, so she switched to poligrip free. The pt also reported using super poligrip extra care with poliseal from 2007 until 2009, five to seven times per day, two 2.4 ounce tubes weekly. The pt used fixodent (fixodent control, fixodent complete, and fixodent original) twice a week, if that, and approx six tubes a year.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).